Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was noted the right ventricular lead exhibited out of range high voltage lead impedance. No changes were made, and the lead remained implanted. The patient was asymptomatic and would be monitored.